Event description:
The customer reported being hospitalized for high blood glucose of 900mg/dl. The customer stated that he changed the infusion set and insulin, but his glucose level continued to rise. The customer stated that he was reconnected to the insulin pump at the hospital and his blood glucose started to elevate. Troubleshooting was performed. Verified the alarm history, daily totals, bolus history, basals, time, and date. Ran a fixed prime test and the device passed. The customer did not have a tubing clamp to perform the high pressure test. The customer stated that he was inserted in the same area and wanted to know if the scar tissue can cause the high glucose. Advised customer to contact currently it is unk wether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to his doctor concerning scar tissue and his high glucose. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete ot the best of our knowledge.